Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received determined the patient is not a surgical candidate. The patient was referred to pain and spine specialists for pain management.

Manufacturer narrative:
(B)(4) recall: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient did not charge the ipg for at least two months and has not used the stimulation eight months. The system reported a communication error. An sjm representative confirmed the ipg is inoperable. Surgical intervention may be taken to address the issue.